Event description:
Customer's grandson reported the advantage system gave a blood glucose result of 83 mg/dl at a time when he was symptomatic of hypoglycemia. Customer was not treat based on the advantage result. Emt meter result 5 minutes later was 29 mg/dl. Customer treated with IV, transported to hospital, admitted for further treatment. Grandson stated he doesn't have that meter or strips anymore, replacement was sent.